Event description:
In this complaint in litigation, it was reported: "in 2002 - patient underwent laparoscopic supracervical hysterectomy, with placement of gynecare intergel. Eleven days later, pt returned with post-op fever. It was noted to be probable pelvic abscess. They wernt discharged the following day after IV antibiotics. Chart note makes reference: 'probable adhesion barrier.'" Additional information provided in 2005 noted that, "patient reports that intergel caused they unspecified post-operative complications." The pt underwent a laparoscopic total hysterectomy in 2002 for fibroids and dub. There is no operative report noted in the records provided. In none of the records provided does it specifically mention gynecare intergel use. The patient presented to the ER the following day with complaints of fever and abdominal pain in the lower quadrant of the shooting-type. The pain was worse with drinking water and they had some vomiting and headaches with blurred vision and sweating. A CT of the abdomen showed there was increased density in the lower pelvis at the surgical site. With associated bowel thickening which may represent an abscess. No drainable fluid was noted. They were started on antibiotics. They did show significant improvement after antibiotics and was discharged in 2002 with antibiotics and follow up in two days. On one progress noted date four days ago it states "inflammatory tissue in pelvis probable adhesion barrier gel."

Event description:
In litigation, it was reported: "11/18/2002 - pt underwent laparoscopic supracervical hysterectomy, with placement of gynecare intergel. 11/29/02 - pt returned with post-op fever. It was noted to be probable pelvic abscess. She was discharged on 12/6/02 after IV antibiotics. Chart note makes reference: 'probable adhesion barrier." Additional info provided on 4/8/2005 noted that, "pt reports that intergel caused her unspecified post-operative complications." The pt underwent a laparoscopic total hysterectomy on 11/18/2002 for fibroids and dub. There is no operative report noted on the records provided. In none of the records provided does it specifically mention gynecare intergel use. The pt presented to the ER 11/29/02 with complaints of fever and abdominal pain in the lower quadrant of the shooting-type. The pain was worse with drinking water and she had some vomiting and headaches with blurred vision and sweating. A CT of the abdomen on 11/29 showed there was increased density in the lower pelvis at the surgical site, with associated bowel thickening which may represent an abscess. No drainable fluid was noted. She was started on antibiotics. She did show significant improvement after antibiotics and was discharged on 12/6/2002 with antibiotics and follow up in two days. On one progress note dated 12/2/2002 it states "inflammatory tissue in pelvis probable adhesion barrier gel." Update: additional info provided on 5/9/2005 noted that there is one note from the adult e&m and preventive care progress notes dated the day of discharge 12/6/02 which states that the pt was released today from the hosp due to "post hyst infection dc'd on flagyl and keflex." There is also mention about elevated blood pressure "r/o htn after op infection." The pt was started on an antihypertensive plendil and asked to return in 2 weeks. The next note on 12/20/02 states that pt had htn now low blood pressure. The pt is to return in 6 weeks next visit 1/31/03 shows a normal bp and the plan was for the pt to stay off plendi, which was stopped one week prior to the visit. Additional info provided on 6/6/2005 noted that new medical records contian an operative report dated 11/18/2002, which show the pt's laparoscopic supracervical hysterectomy for uterine leiomyoma and bleeding. The medical record does not mention of the use of gynecare intergel. There is a history and physical dated 11/29/2002, which states the pt's admitting diagnosis to be postoperative fever with probably plevic abscess. The pt was stated on IV antibiotics and a CT of the abdomen and pelvies were ordered. Again there is no mention of the use of gynecare intergel in that record.